Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).the suspect device has not been received by carefusion.

Event description:
The customer reported low fio2 (fraction of inspired oxygen) alarms while using the avea ventilator. The customer reported calibrations, but only to have repeated failure. The customer checked the o2 (oxygen) cables, connections, and replaced the o2 cell but the issue was unresolved. The customer reported to have used an external device for measuring the o2 value, and it was out of range. The issue found was during testing; no patient involvement associated with this event.